Event description:
It was reported that the patient was unable to recharge her stimulator after a replacement surgery was performed due to a similar problem with her initial stimulator (see MFR report #3007566237-2010-04902). A new recharger was used without success. The patient met at her health care provider's office to check impedance. No results were reported. A pocket revision was performed resulting in full resolution of the problem: the patient recharged with "full bars."

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.